Event description:
History of coronary artery disease, percutaneous transluminal coronary angioplasty, and ventricular fibrillation arrest. Had implantable cardiac defibrillator implanted on 2/24/98. Three follow up visits on 3/3/98, 5/12/98, and 8/18/98 were within normal limits. However, found to be in new onset atrial fibrillation on visit of 8/18/98. Coumadin therapy initiated. Hospitalized for amiodarone loading, non invasive electrophysiology study, and cardioversion. On 9/17/98, implantable cardiac defibrillator functioned as it should. On 9/25/98 at time of electrophysiology study, staff was not able to interrogate or program the implantable cardiac defibrillator. The device read: "all functions off". Device explanted and new device implanted on 9/28/98.